Event description:
It was reported that there were concerns that this right ventricular (rv) lead fractured. (B)(6) technical services reviewed device data and noted a high out of range shock lead impedance (sli) measurement of greater than 200 ohms. The sli returned to normal at the following daily measurement. Ts recommended continuous monitoring. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).